Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was evaluated by a manufacturer service technician and the failure for console causing heat in the handpiece was not duplicated through functional evaluation and visual inspection. The device was conforming and no additional failures were determined. The device was returned to the customer upon confirming that the device was conforming.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.